Event description:
Emergency department nurse grabbed a ge macvu 360 ECG machine to use on patient for a 12 lead analysis. She touched the acquisition cable and it was hot and began to melt. This resulted in a superficial burn on her finger. This prompted an inspection of the remaining 3 machines in their department and a second machine with a melted cable was found. From there it prompted an internal inspection of this cable on our entire fleet of this model. We found 6 more cables that were bulging in the place where the other two melted. Ref report: mw5148057, mw5148058, mw5148060.